Manufacturer narrative:
Device passed self test and displacement test. Device audio or beep or vibrate function properly and no anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s husband reported via phone call that the insulin pump had audio beep anomaly. Customer's blood glucose level was 59 mg/dl. Customer¿s husband also stated that the while performing self test they did not hear beep. Customer was advised to perform self test and insulin pump did not beep during the tone test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.